Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(4) 2015. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. There were no errors, alarms or warnings related to the complaint in the black box. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015 the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with abdominal pain, polydypsia, polyuria, nausea and large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the pump being suspended. It was also revealed that the basal history matched the active basal program settings, the boluses matched and were recorded as programmed. It was reported that there were recent changes to the patient¿s basal rate by their healthcare provider. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.